Event description:
Noise and automatic mode switch (ams) episodes were noted on the right atrial lead. During a lead revision the physician noted that the lead was damage due to suture sleeve tie down. The physician alleges that the suture sleeve tie down is what caused the ams and noise episodes to occur. The lead was explanted and a new lead was successfully implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of insulation abrasion and noise were confirmed. As received, a partial lead (connector end) was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event of clavicle crush.